Event description:
The patient¿s mother reported a pod failure in march that led to hyperglycemia, ketones, and requiring hospital care. On (B)(6) 2026, a pod appeared to deliver insufficient insulin, resulting in high glucose and ketones; the pod was removed, a new pod was applied before arrival. The patient¿s blood glucose (bg) level was reported to be 16 mmol/l (288 mg/dl) while wearing the pod on their leg for between 49 and 71 hours. The patient¿s mother explained the medical event was due to the high bg levels and diabetic ketoacidosis which was treated with correction injections via a pen. The diagnosis specific to the event was reported to be high bg levels and ketones. The patient was at the hospital for six hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospital visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.